Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed fluid inside a bag that contained the device which suggested a leak occurred. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified during the initial inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was discovered prior to patient use. The device was filled with fluoruracil 3500mg. There was no patient involvement. No additional information is available.